Event description:
A pt reported blood glucose results of "47 mg/dl and 101 mg/dl" with a lifescan mter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.